Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 38182314 and lot number 2354562. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) picture samples were provided for evaluation by our investigative team. Through examination of the pictures, the safety device was observed not fully activated, confirming the reported issue. This defect may have resulted from a damage to the cylinder, making it impossible to fully activate the needle.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter needle would not retract. The following information was provided by the initial reporter, translated from portuguese to english: we have a problem with catheter 22, some are not retracting the needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter needle would not retract. The following information was provided by the initial reporter, translated from portuguese to english: we have a problem with catheter 22, some are not retracting the needle.